Manufacturer narrative:
(B)(4). Date sent: 10/12/2016. Batch # n56194. Additional information received: there was a 2 unit transfusion during the procedure. Upon inspection of the cartridge the sales rep noticed that all staples had deployed, however, a hard plastic like material was found in the first line next to the cut line of the cartridge. It was verified no clips involved. Additional information requested and received: what was the estimated size of the compressed vessel? Nothing abnormal in pulmonary artery vessel size was reported by surgeon. Can it be confirmed that the entire compressed vessel was proximal to the cut line? Surgeon confirmed visualizing vessel within cut line. Was there any extraneous tissue in jaws distal to cut line? No. Was the tip of the device visible during firing? Yes. Please describe device cleaning technique between firings. The scrub tech was questioned and did confirm proper cleaning of device. What is the current patient status? The surgeon said the patient is recovering with no long term impacts expected the analysis found that the pve35a device was received in good visual condition and with a vasecr35 cartridge loaded on the device fully fired and the cartridge deck damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a right lower lobectomy procedure, the surgeon fired the gun in the air to show the interns how the device works. The device was cleaned then inserted into the patient and fired a second time on the right lower lobe pulmonary artery. No buttressing was used. The device cut all the way, however, only approximately 2 mm of staples were formed proximally, but the rest were not formed correctly leading to blood loss of approximately 1500 cc. It was unclear whether they were goal posts or otherwise due to the amount of bleeding. The procedure was converted to open and the surgeon clamped the artery and used a tx30v to stop the bleeding. The pa noted that when the device clamped on the tissue a click was heard followed by a crunching sound. No other patient consequence was reported.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon stated that there was no tension on vessel when device was fired. While using an ethicon echelon flex 35 powered vascular stapler during surgery, the pt's pulmonary artery on the lower lobe side and the proximal end of the pulmonary artery both had a complete fired staple line, the stapler had cut, but each individual staple line had not clamped down completely. Pt had a 1.5 liter blood lost due to this and required 2 units of packed red blood cell in the operating room, and use of a different stapler.